Event description:
This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ("had complications with them") in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (removing essure on thursday next week). At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. The reporter commented: caller states that she is having her essure removed next thursday. She has had complications with them, and her doctor recommends she has them removed. The consumer did not provide details about the complications she experienced. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of complication associated with device ("had complications with them") in a female patient who had essure inserted for female sterilization. The patient's past medical history included hypertension, gerd and tia in 2010. Concurrent conditions included vaginitis bacterial, right lower quadrant pain since (B)(6) 2018, gastrointestinal disorder and bloating. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of coils, robotic assisted hysterescopy). Essure was removed on (B)(6) 2018. At the time of the report, the complication associated with device had resolved. The reporter considered complication associated with device to be related to essure. The reporter commented: caller states that she is having her essure removed next thursday. She has had complications with them, and her doctor recommends she has them removed. The consumer did not provide details about the complications she experienced. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. (B)(6) 2018, normal ultrasound (pelvic). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of complication associated with device ("had complications with them") in a female patient who had essure inserted for female sterilization. The patient's past medical history included hypertension, gerd and tia in 2010. Concurrent conditions included vaginitis bacterial, right lower quadrant pain since (B)(6) 2018, gastrointestinal disorder and bloating. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of coils, robotic assisted hysterescopy). Essure was removed on (B)(6) 2018. At the time of the report, the complication associated with device had resolved. The reporter considered complication associated with device to be related to essure. The reporter commented: caller states that she is having her essure removed next thursday. She has had complications with them, and her doctor recommends she has them removed. The consumer did not provide details about the complications she experienced. Removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. (B)(6) 2018, normal ultrasound (pelvic). Most recent follow-up information incorporated above includes: on 20-aug-2018: essure removal questionnaire received, reporter health professional was added, historical and concomitant condition was added, surgery details were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.